Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The internal handles were returned to zoll medical for evaluation. The customer's report was not replicated or confirmed. The handles were put through extensive testing without duplicating the report. The device used during this event was not returned by the customer. The customer was sent a replacement set of internal handles. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.